Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. The right ventricular lead was capped and replaced with a new competitive lead due to on (B)(6) 2017 due to fracture. No further information was available.